Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws of the reload were open. The shipping wedge was noted to be damaged. A yellow fragment of the shipping wedge was returned. Functional testing found, when the reload was loaded into a representative instrument, the reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single-use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the reload is loaded into the instrument. The shipping wedge should be retained until the completion of the case. Do not clamp instrument prior to removing shipping wedge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the shipping wedge was broken. The broken pieces fell into the patient¿s cavity and were retrieved with a barrel tong. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.